Event description:
Resident discovered in bed prone with head through opening in side rail. Bruises observed on neck, face and shoulder. Medical examiner removed body; results of any tests are unknown.